Event description:
It was reported that the patient with this right ventricular (rv) lead was seen in-clinic for follow up. The lead recorded high capture threshold and a venogram and heart fluoroscopy were performed to assess the rv lead position, the fluoroscopy image showed the tip of the lead to be slightly outside the heart, suggesting a perforation. The patient did not exhibit any symptoms, however, the physician requested opinion from the cardiothoracic team before proceeding. A lead revision procedure was planned but has not yet been performed. The rv lead remains in service. No additional adverse patient effects were reported.